Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that after 7 days of use with the listed device, the cuff pressure dropped resulting in a drop in spo2. The next day the tube was changed to a new one. It is unknown whether leak check prior to use was performed. No adverse health outcome resulted from this event.

Manufacturer narrative:
The reported device was returned for product evaluation. The product was received inside a plastic bag without its original open packaging. Visual inspection found the device to be in good condition with no abnormalities or faults observed. During functional testing, the cuff was pressurized and left to rest for a twenty-four period. After twenty-four hours, the device was inspected. No cuff reduction was observed; the cuff remained fully pressurized. No fault was found with the returned device; therefore, no evidence was obtained to suggest the reported event was related to an intrinsic product problem.